Event description:
The pt reported experiencing elevated blood glucose of 16.5-19.5 mmol/l (297-351 mg/dl) in 2009. The pt's parents do not believe the infusion device is functioning properly. The infusion device makes "noises" and they believe the piston rod is blocked. The pt switched to the backup infusion device and blood glucose levels returned to normal, 4.5-12 mmol/l (81-216 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.